Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate for a 23mm sapien 3 ultra case by transfemoral approach. While advancing the commander delivery system with crimped valve through the esheath, it got stuck and could not be pushed any further. The valve was past the transition part of the esheath. The decision was made to remove the esheath and commander with valve together as a unit. Upon inspection of the commander delivery system and esheath, it was seen that a part of the valve frame had perforated the sheath shaft, most likely due to a bent frame strut. A new esheath and commander delivery system were prepared and the valve was successfully implanted with a good result. The patient was doing well and suffered no adverse effects. No vascular damage was detected after a CT scan.

Manufacturer narrative:
The 23mm sapien 3 ultra valve was returned crimped on a 23mm commander delivery system. The crimped s3u valve was noted to have one strut slightly bent outward on the inflow side of the valve. All struts exposed through the skirt, which is normal after crimping and use. The valve was expanded, and the valve was noted to be distorted. Leaflets were wrinkled and dehydrated. All the struts were exposed through the skirt, which is normal after crimping and use. A bent strut could be observed on the inflow side. Gouges were present on the flex tip. Curvature was noted on the sheath shaft and scratches along the shaft. Imagery was reviewed but it was not relating to the complaint event. No functional or dimensional testing was able to be performed due to device return condition. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other similar complaints. Although the event was confirmed, a complaint history review is not required as the issue has been previously identified in a product risk assessment (pra), which captures root cause analysis for the issue. The instructions for use (IFU), device preparation training manual, and procedural training manual were reviewed for instructions for guidance for proper preparation and use of the devices. During delivery system insertion through sheath, correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Longer loader (valve sizes 20, 23, 26 and 29mm): if working length is sufficient, peel away the loader tube. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath if push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. Based on the review of the IFU and training manual, no deficiencies were identified. During manufacturing of the sapien 3 ultra valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The evet was confirmed from the evaluation of the returned valve. A review of DHR, lot history, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, "it got stuck and could not be pushed any further. It was seen that a part of the valve frame had perforated the sheath shaft". Per procedure training manual, "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification." These patient or procedural factors alone or in combination increase resistance and require a high push force for delivery system advancement. As captured in a product risk assessment (pra) and corrective action preventative action (CAPA), it has been identified that high push force of commander delivery system with s3 ultra valve through esheath can cause secondary failures such as valve frame damage. As reported in case notes, calcification and tortuosity were present in patient's access vessel. Scratches and curvature observed on sheath shaft during product evaluation further support presence of calcification and tortuosity in access vessel. Additionally, gouges on flex tip were observed during evaluation, which indicates of excess device manipulation. In this case, it is possible that high push force and excess manipulation applied to overcome resistance caused by the access vessel calcification and tortuosity may have resulted in damage to the inflow valve strut. These procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. A CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. Although a definitive root cause is unable to be determined at this time, available information suggests that patient factors (calcification/tortuosity) and/or procedural factors (high push force/excessive device manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A CAPA has been initiated to capture further investigation and corrective / preventative action activities related to the high resistance during delivery system insertion, and valve frame damaged for s3u commander delivery system configuration. The CAPA is currently in the implementation phase. The owner of the CAPA has been notified of this complaint event. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. However, per management discretion, a pra has been previously initiated to assess the risks associated with valve frame damage resulting from high push force of the commander delivery system with s3u through the esheath. The pra documents the difficulty advancing delivery system through esheath, resulting in procedural delay, which did occur during this event.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-00256. Investigation is ongoing.